Event description:
Manufacturer received device tracking information indicating that a patient had undergone vns therapy system replacement surgery due to "failure". Both the lead and generator were replaced. Further investigation revealed that device diagnostic testing prior to vns therapy system replacement surgery resulted in high lead impedance reading (specifics unknown), indicating possible device malfunction. The patient subsequently underwent generator replacement surgery approximately 10 months before replaced of the entire vns therapy system, after which the high lead impedance condition did not resolve; therefore, the entire vns therapy system was replaced due to suspected lead failure. During vns therapy system replacement surgery, an extensive amount of scar tissue on the vagus nerve was noted. Attempts to obtain explanted products for analysis have been unsuccessful to date; therefore, investigation to date has been unable to rule out lead malfunction as the cause of the reported high lead impedance condition. Lead break is suspected, although the build-up of fibrous tissue in the area of the lead electrodes could have been a causal or contributing factor to the high lead impedance condition. No adverse event was reported in conjunction with the high lead impedance condition.